Event description:
It was reported that the right ventricular lead exhibited failure to capture at max output then sensing and impedance were different and varied greatly. It was discovered that the lead dislodged. During the lead revision it was found that the helix was deformed and could not be screwed in. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, helix damage, failure to capture, low pacing impedance. As received, a complete lead was returned in one piece. The helix was extended/bent and clogged with blood/tissue. The reported event of helix mechanism issue and helix damage were confirmed. X-ray examination found the inner coil inside the connector region was over-torqued and the helix was extended/bent consistent with procedural damage. The cause of the reported events of helix mechanism issue and helix damage were isolated to the helix being extended/bent clogged with blood/tissue and over-torqued of the inner coil. Unable to perform helix mechanism and extension length test due to damage helix as received. The reported events of failure to capture and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular lead exhibited failure to capture at max output then sensing and pacing impedance were different and varied greatly. It was discovered that the lead dislodged. During the lead revision it was found that the helix was deformed and could not be screwed in. The lead was explanted and replaced. The patient was in stable condition.